Event description:
Event description guidant received information that the patient with this pacemaker had a sycopal episode that correlates with two stored electrograms. The clinician contacted technical services to review the electrograms.